Manufacturer narrative:
(B)(4). D10: cat# 2232-04-18, lot# 65466300 cerclage cable with crimp. Cat# 2232-04-18, lot# 65304663 cerclage cable with crimp. Cat# 2232-04-18, lot# 65438586 cerclage cable with crimp. Cat# 00811400430, lot# 64048004 femoral stem 12/14 neck taper extra ext. Offset size 4 130 mm stem length packaged with standard centralizer. Cat# 00801804003, lot# 62542758 femoral head sterile product do not resterilize 12/14 taper. Cat# 00223200418, lot# 65304602 cable cerclage cable with crimp 1.8 mm dia. 635 mm length. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a hip revision approximately 3 years and 1 month post-implantation due to the cemented cup spinning out. The cup and stem were replaced. It was reported that no further information is available.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.